Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with associated fault code and that customer had experienced at least three occurrences of same malfunction on this pump, including two earlier that day, with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and understood need to enter pump settings and reconnect continuous glucose monitor to replacement pump that was arranged under warranty by technical support.